Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was discovered in the device's event log indicating a failure of the oxygen blending module. The technician recommended replacing the device's oxygen blender board to address the issue. No further investigation is required at this time. Additionally, the trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold were replaced to prevent failure. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).